Event description:
This product was needed to dilate the small bowel and the balloon would not inflate and we could see the water coming out. The device was defective and had a hole in it. Had to switch out balloon to a different brand after this was the 2nd one not to work on the same patient.